Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer received a no delivery alarm during priming. During troubleshooting, the customer was advised to clear alarm with esc and act button. Advised to disconnect from the insulin pump, stated the insulin did not exit the tubing. Customer stated they have another infusion set for testing. Advised to try a new reservoir with the current set and manually push plunger to verify if insulin exits the tubing. Ran manual prime to 5.0u, customer stated the insulin pump did not alarm no delivery. Advised that changing the reservoir resolved the issue. Advised the customer to return the reservoir. The customer's blood glucose was 221mg/dl.